Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that patient received a patient notification for high, out of range pacing lead impedance. Lead dislodgment was observed via x-ray. The lead was explanted and replaced.